Manufacturer narrative:
H.6 investigation summary catalog: 442021. Batch no.: 3145828 & 3151321. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches have been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batches history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 2 of 4. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: non-viable candida tropicalis was detected on biofire assay but did not grow in culture and was not present in gram stain. Patient 2 lot 3145828 . Result was dual positive. Culture result: staphylococcus simulans. Gram stain matched culture. Result reported but unknown if treatment was changed.

Event description:
Report 2 of 4. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: non-viable candida tropicalis was detected on biofire assay but did not grow in culture and was not present in gram stain. Patient 2 lot 3145828. Result was dual positive. Culture result: staphylococcus simulans. Gram stain matched culture. Result reported but unknown if treatment was changed.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.